Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that intermitted non-capture was observed during interrogation of the device. Lead repositioning was performed twice; however, a stable lead position could not be obtained. During explant of the lead, a white cylindrical substance at the tip of the lead, believed to be undissolved steroid was noted. The patient was stable.